Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt continued to feel stimulation after turning the scs system off. The st jude medical rep confirmed stimulation was turned off using a pt programmer. The pt is currently working with her physician to determine the next course of action. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.